Event description:
I have been using the libre 2 sensor for almost a year now and have constant problems with it. Like it not reading correctly, failure to read, falling off, reader not working,etc. Yes, abbott does replace them but last week I had to call them 4 times because 3 sensors failed and then my reader failed. They are not accurate sometimes with an over 50 point difference than a finger stick. And speaking to my pharmacy they have heard many issues about the sensors. And to switch to the libre 3 I would have to buy a new smartphone because it doesn't have a reader. Also their customer service is in the philippines which makes it difficult to work with and you can never speak to a supervisor. They just follow a script and don't give any guidance about the problem. In other words, very poor customer service. I like the product but not all the problems. Reference report: mw5145447, mw5145449, mw5145450.